Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, assessment of the echocardiogram showed the left ventricle was lacerated. The laceration was reported to have been caused by a medtronic guidewire. Approximately fourteen hours following valve implant, the left ventricle ruptured. It was reported that no medical intervention was performed to address the laceration or ruptured ventricle. Subsequently, the patient died. An autopsy was performed; the cause of death was due to the ruptured left ventricle. It was reported that a 14fr inline sheath was used and there was nothing of note in terms of patient anatomy that contributed to the injury.

Manufacturer narrative:
The device was discarded; therefore, no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.